Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 80% stenosed target lesion was located in the non-calcified and moderately tortuous left external lilac artery. A non-bsc guide wire was used to cross the lesion via the left femoral artery. The 1.5mm x 20mm x 143cm coyote es balloon was to be used for predilatation of the lesion. The balloon was inflated twice (1st inflation 6atms for 15 seconds, 2nd inflation 4atms). After the second inflation it was noted on the angiogram that contrast media was leaking from the balloon. The device was removed and it was noted that the balloon ruptured. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).